Manufacturer narrative:
MFR ref no: (B)(4). The device was received and evaluated by baxter. The eval confirmed that the device under delivered. A flow rate test was programmed to deliver 200ml of fluid at a rate of 200ml/hr and a -6% error was observed. Further eval determined the upper and lower finger travel to be out of specification. The upper and lower fingers pressure plates were shimmed and a flow rate calibration was performed.

Event description:
It was reported that a pump under infused medication to a pt (medication, programmed amount and delivery rate unk). The customer stated that the device was tested at a rate of 200ml/hr and was delivering at approximately 178-180ml/hr. A bio-tek ida-4 plus was used to test the device. It was also reported that there was no pt injury.